Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. Physical evaluation of the suspect device: the suspect device was returned to olympus for evaluation. The user's report was confirmed. The images does drop out when moving the bending section due to a broken charged cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii bronchovideoscope, image failures were detected during the procedure. The customer reports this impacted the patient since it occurred during the procedure. No detail on how the patient was impacted was provided. Additional information has been requested. At this time, no additional information has been provided. The suspect device was returned to olympus for evaluation. The user's report was confirmed. The images does drop out when moving the bending section due to a broken charged cable unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, regarding the image failure detected during the procedure, it is likely that the procedure time was extended due to the image failure, and it affected the examination, the patient, and the user respectively. This was likely due to the breakage of the charge-coupled device (ccd) unit. Regarding the peeling of the coating on the insertion section, it was likely caused by physical stress, chemical stress, storage environment, etc. However, the root cause of both issues could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic system_ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal.¿ ¿preparation and inspection- inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual_-general policy. Precautions_ warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ ¿storage and disposal_ caution. Store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope.¿ olympus will continue to monitor field performance for this device.